Manufacturer narrative:
Evaluation summary: during product evaluation, a baxter technician found a bad pumphead module keypad on channel b. The cause of the problem was due to a burned trace on the cable. The pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA (B) (4). (B) (4)

Event description:
During service by baxter, the infusion pump was found to contain a bad pumphead module keypad on channel b. No patient injury or medical intervention had been reported related to the device. The uim master software is unremediated (B) (4).